Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Other- specify in comments bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. Case #: 00967527 case subject: npi 8015 error code 600.6815 account name: med one capital account #: 1009496 asset name: 8015ls v9.12.40 pcu dom a/b/g asset location: contact: ian black contact email: iblack@medonecapital.com contact phone: (801) 619 6756 contact mobile: patient or user involvement: no patient or user harm: no case description: 8015 sn: 14266826 customer need help with putting a dummy configuration in the 8015 to clear the error code 600.6815. Once the customer put the dummy configuration into the 8015 and powered it back up, the error code was gone and the customer said thanks and ended the call. Failure device type: failure problem type: failure mode: case resolution: explain to the customer that he needed to put a dummy configuration into the configuration and then do a power cycle and the 8015 should clear that error code of 600.6815. Once the customer put a dummy configuration the 8015 was clear of error code. The customer said thank you and ended the call. Ref:_00d30y0yr._5000l1qjvqv:ref